Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that none of the adverse events reported in the study was directly related to a medtronic product.

Manufacturer narrative:
Concomitant medical products: product ID unk-nv-cragg-mc; product type: ; implant date ; explant date g2: citation: authors: inci, e. K., khandhar, s., toma, c., licitra, g., brown, m. J., herzig, m., matthai, w., palevsky, h., schwartz, a., wight, j. A., mcdaniel, m., kumar, g., devireddy, c., baumgartner, s., bashline, m.. Mechanical thrombectomy versus catheter directed thrombolysis in patients with pulmonary embolism: a multicenter experience. Catheterization and cardiovascular interventions 101(1):140-146 2023. Doi:10.1002/ccd.30505 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Inci ek, khandhar s, toma c, et al. Mechanical thrombectomy versus catheter directed thrombolysis in patients with pulmonary embolism: a multicenter experience. Catheterization and cardiovascular interventions: official journal of the society for cardiac angiography <(>&<)> interventions. 2023;101(1):140-146. Doi:10.1002/ccd.30505 medtronic literature review found a report of patient complications in association with a cragg-mcnamara infusion catheter. The purpose of this article was to compare in-hospital outcomes of patients treated with either mechanical thrombectomy (mt) or catheter directed lysis (cdl) in treatment of acute pulmonary embolism (pe). There were 266 patients included in the cdl group, an unknown number of which used a cragg-mcnamara infusion catheter. Of the 266 patients, 51% were male and the average age was 56 years. The article does not state any technical issues during use of the cragg-mcnamara catheter. The combined adverse event rate was 12% in cdl group. The following intra- or post-procedural outcomes were noted:  - in-hospital mortality: 2.1%   - need for mechanical support during/after: 2.2%  - vascular complication: 1.5%. Vascular complication was defined as access site complications requiring intervention or surgery, or any procedure-related blood vessel injury resulting in internal bleeding.  - significant bleed: 4.2%. Significant bleed was defined as clinically evident bleeding requiring postprocedural transfusion, hematoma requiring surgical evacuation, fatal bleed, or intracranial bleed.  - intracranial bleed: 1.1%  - access site complication: 5.3%  - hemoglobin change 24 h postprocedure: -1.7 ± 1.4  - blood transfusion post: 8.4%  - twelve additional treatments were performed (5 cdl, 7 mt) for patients in the cdl group.